Event description:
The customer contacted beckman coulter, inc. (Bec) to report that blood was observed leaking from the rear of their coulter lh 780 hematology analyzer. The customer was unable to determine the source of the leak. The customer reported there was no impact to patient results. Patient treatment was not impacted by this event. The operator was wearing personal protective equipment (ppe - lab coat, gloves, eye protection) at the time of the event. There was no injury or exposure to mucous membranes or open wounds of the operator. The operator did not seek medical attention. The customer has an exposure control / risk management plan in place. The customer did not review the material safety data sheet (msds). A field service engineer (fse) was dispatched to the customer's site. The fse observed a leak from the analyzer and discovered a hole in the vl5 tubing. The fse replaced the tubing. The fse then observed that the 30 psi was erratic and subsequently replaced the 30 psi regulator. The fse verified repairs per established procedures. Verification results met performance specifications. The root cause of this event was attributed to a hole in the vl5 tubing.

Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.